Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one photo was provided; the picture shows what appears to be several unformed staples inside of a jar. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: was buttressing material used? No. Please describe more about shape and anatomical location of malformed staples. Gastric cardia. Approximately how many times was device fired? Unknown. Were there any issues with other firings? No . Were staple lines crossed? No. Did the patient require blood products? No. Approximate blood loss? Unknown. Did the patient received any preoperative chemo or radiation therapy? No. What is the current patient status? Getting fever, and still in hospital pneumonia, acute hypoxic respiratory failure, hypotension and end stage renal disease with paraplegia.

Event description:
It was reported that the staples malformed. The patient is with gastric cancer. During the laparoscopic radical gastrectomy for proximal gastric cancer, when severing the gastric body, after fired, found the staples malformed as the photo shows. The patient was bleeding, suture was used to sew the wound. The surgery was delayed about 4 hours. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58z2p. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60d cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.